Event description:
It was reported during the procedure the cannula did not rotate and was disassemble. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.